Manufacturer narrative:
A1-a4: there was no patient involved. G4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor (B)(6) touchscreen not functioning could not be confirmed. The returned system monitor was evaluated and the reported event could not be reproduced. The system monitor was functionally tested and found to operate as intended during testing. The system monitor vsm-005370 was returned to the customer¿s site. A root cause for the reported event was not determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on 06jun2016. Heartmate ii instructions for use revision b section 2.5.8 states if the system monitor does not function, contact the company for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor touch screen was not working.